Event description:
It was reported that the pulse generator was unable to be interrogated with radio frequency or inductive telemetry. On (B)(6) 2017 the device was explanted and replaced with no complications. Patient was in good condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. Correction: this supplemental report is to correct the initial MDR which was reported as bi monthly with a due date jul 10, 2017. The initial MDR should have been reported as 30-day with a due date of jun 22, 2017.

Manufacturer narrative:
Correction: this supplemental report is to correct the awareness date and date received by manufacturer of the follow-up MDR. The awareness date and date received by manufacturer that was reported was sep 14, 2017. The correct awareness date and date received by manufacturer to supersede the previously reported dates of the follow-up MDR is may 23, 2017. (B)(4). A correction was also made to describe event or problem.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited also signs of premature battery depletion.